Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system after insertion, and removing it showed it had split apart. The following information was provided by the initial reporter: "piv inserted, would not flush, upon flushing, blood came out of catheter. After removal, noticed that catheter was severed and split in multiple areas."